Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The following mfrs were submitted related to the evaluation: 3012307300-2016-00151 and 3012307300-2016-00612. Two bivona® 5.5mm customized flextend¿ aire-cuf® tracheosotmy tubes were returned for investigation. The devices were received without their original packaging and were reported to have been used by the patient. During investigation it was determined that the lot number of the device associated with MFR 3012307300-2016-00151 was ss002440. The lot number was determined based upon the reported information. Visual inspection of the returned devices revealed that part of the eyelet walls had been torn completely through. A review of the reported events found that the patient had used tracheostomy tube holders which contain velcro to secure the tracheostomy tubes during patient use. The device instructions for use states, "guard against product damage by avoiding contact with sharp edges. Some tracheostomy holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity." Investigation determined that the root cause of the eyelet split was due to the use of the device in a manner inconsistent with the instructions for use.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the patient's tracheostomy ripped. There were no known adverse health outcomes reported. See MFR 2183502-2016-02044.

Event description:
According to the reporter, the tracheostomy tube "came out" during patient use. The reported device was replaced and the patient recovered. It was reported that the patient used a competitor's cotton-pile tube holder ties.